Event description:
Patient reported she dropped the pump and it started alarming "battery depleted". The reported fault did not cause or contribute to a patient or clinical injury. No further information is known.